Manufacturer narrative:
The device was returned to the MFR for investigation. Based on the quality investigation, the impreglon coating on the device was worn off. This condition could cause the device to stick, and not allow the collet to release the wire.

Event description:
The device was sent in for repair with no info from the user account. During the repair process, it was determined that the wire was sticking in the device. There were no allegations of adverse consequences associated with this event.